Event description:
It was reported that the device was heating up prior to surgery. There was no delay, medical intervention, or adverse consequences reported.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that the device was heating up prior to surgery. There was no delay, medical intervention, or adverse consequences reported.